Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced what sounds to be diaphragmatic stimulation caused by the left ventricular (lv) lead. It was reported by the patient that they went to the emergency room the following day due to feeling the ¿fluttering¿. The patientnoted that ¿it flutters¿ if they lay a certain way. Reprogramming was done, but the patient is still reporting that if they lay on one side, they still feel the stimulation. The patient noted that it starts pulsating like a shock, but it is not a shock. The lead remains in use. No further patient complications have been reported as a result of this event.